Event description:
This report is being redacted due to incorrect serial number. Reference FDA report # 2649622-2009-03205 for reported event with correct serial number.

Event description:
It was reported the patient received 5 inappropriate shocks. The egm reportedly showed the lead had 'problems in acquiring the ventricular signal due to lead damage'. It was further reported the physician classified the episodes as muscular interference that could be reproduced by moving the patient's left arm. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being redacted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.